Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no specific event date was reported. (B)(4). A fully constrained wallflex biliary fully covered rmv stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/broken at the outer diameter: proximal exterior tube-endoscope interface (proximal end of the guidewire access sheath). The outer sheath at the end of the stiffening mandrel, and the inner member at the guidewire access sheath were found kink. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed by gripping the outer sheath and pulling the tip distally. No other issues were noted to the stent and delivery system. The damages noted with the returned device are consistent with the application of excessive force during use. These failures could have contributed to the deployment failure experienced during the procedure. The investigation concluded that the observed failures and the reported events were likely due to the techniques used by the physician during the procedure. It is possible that factors and/or conditions related to procedure during the use of the device could have affected its performance and its intended purpose, leading to the reported event. Therefore, the most probable root cause is adverse event related to the procedure. A review of device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the stent failed to deploy. The device was removed and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was detached/ broken at the outer diameter: proximal exterior tube (proximal end of the guidewire access sheath section).